Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 20 mg/dl due to needing settings adjustments and user miscalculation of bolus. Intended bolus amount was delivered, but was too much insulin due to customer miscalculation. Low bg was addressed by consuming glucose tablets. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.